Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable had several nicks in the cable jacket. It was also noted that the label was missing its coating and the lens was cracked on the upper case. Product ID: 2090 programmer; product ID: 229047 analyzer. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.